Event description:
It was reported by the patient that she had been passing out and was concerned that it was related to her vns. No further information was provided, and attempts for further information were unsuccessful to date.